Event description:
It was reported that this right atrial (ra) lead exhibited some intermittent non-physiological noise that is being oversensed. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there is some non-physiological noise observed on the right ventricular (rv) lead and shock channel as well. Inappropriate atrial tachy response (atr) episodes were stored due to the noise and oversensing. It was noted that the lead impedance measurements are stable. Ts recommended bringing the patient into the clinic to perform testing and to also ask the patient if they have changed anything in their environment or had anything implanted that may be creating the signal. A different hcp from a different healthcare facility subsequently contacted ts indicating the patient was checked in their clinic. There was no electromagnetic interference source determined, no trauma noted by the patient, and the noise could not be recreated with testing. Ts discussed that the noise is concerning, and indicated if the noise cannot be recreated, they will need to follow this issue more closely. Ts provided guidance to consider programming episode-related and noise-related alerts on for remote monitoring, and the next time the patient is in the clinic, try to recreate noise and also checked impedance measurements while doing so to see if any impedance excursions are created. Ts indicated there could be a lead problem that will ultimately need to be addressed. Ts also stated they could consider extending duration programming and noted that changing sensing programming does not look like it would resolve the noise oversensing. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a physician at the patients following clinic indicated to a boston scientific representative that there is something wrong with the rv lead. The representative contacted ts to review remote monitoring data. Ts reviewed a recent remote monitoring transmission and indicated there are no stored ventricular episodes since device implant but noted several inappropriate atr episodes that appear to show non-physiological noise on this ra lead, the rv lead and the shock channel all at the same time. Ts noted the deflections are large at times and indicated the timing appears to vary in relation to intrinsic rv beats but appear to be at the same rate. Ts discussed that the location of the rv deflections is sometimes immediately after the intrinsic rv beats and sometimes approximately 200 milliseconds after them but at the same rate. Ts explained that to have noise on all three device channels simultaneously could indicate external electromagnetic interference which looks to have the appearance of lead chatter. Ts indicated there is possible lead-on-lead contact causing degradation of lead insulation and resulting in the exposed lead conductors making intermittent contact with each other. Ts recommended possibly performing a chest x-ray or attempting to recreate the issue but noted based on the atr timing, it is probably not something that can be reproduced. The representative indicated they will follow up with the physician. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator (ICD) system has exhibited noise on stored episodes for approximately the last year. The episodes are being generated at hours during the middle of the night. Sometimes the noise comes in couplets versus just single beats and the noise is present on the ra, rv and shock channels. The noise is being oversensed as observed on some of the stored atr episodes. It was noted that the patient has their own intrinsic conduction. The patient was indicated to also have an insulin pump. Ts stated the insulin pump is a possible source of the noise, but they cannot confirm if it is causing the issue based on the current information. The hcp indicated the plan is to further investigate for a possible noise source. The products remain in-service. No patient symptoms or adverse patient effects were reported.